Event description:
It was reported that a patient's stimulation system "tried to kill him on (B)(6) 2013". It was stated that the device "went on full strength". The patient felt stimulation "up to his head and down to his toes". It was reported that the patient went to the hospital in an ambulance and the patient was hospitalized for one day. It was stated that the device came on "by itself twice at full strength". It was stated that the patient's blood pressure went up to 270/144 and now it was back to normal. It was stated that the patient was dealing with headaches or migraines and there was no history of migraines before. It was stated that the patient had pain in their head and down the right side of their neck. It was noted that the device was turned off. It was reported that the patient had come on 10-12 times automatically for the past week, but it was on a low setting and not full strength. It was reported that the patient had not been to the doctor since it had been put in and had not notified his doctor of this event. It was stated that the patient recharged every week and denied any other issues with the device. It was stated that the patient was afraid to turn the device on. Additional information received reported that the cause of the event was "possibly the sensor". The implantable neurostimulator (ins) was attributed to the event. It was reported that there were no abnormal impedances. It was noted that on (B)(6) 2013 there was reprogramming. The adaptive stimulation was turned off and the problem seemed to resolve. It was noted that the patient had went to the emergency room (ER). The patient outcome was reported as "patient recovered without sequela". It was stated that the patient felt "shocking" up to 16 times a day. The ins would turn itself on by itself. The patient went to the ER.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).